Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were intermittently unresponsive and the contrast button was unresponsive. It was reported the issue began a few months prior to the date of complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the down, up, and contrast key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A pump case crack was discovered in the area of the u-groove attachment for the belt clip accessory.